Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was received for evaluation. Visual inspection was performed and the silicone tubing was separated from the patient adapter. There was evidence on the inside of the tubing that the patient adapter was previously assembled to the tubing. Leak, clear passage, and clamp function testing were unable to be performed due to the condition of the returned sample. The reported condition was verified. The direct cause was undetermined; however, the assembly between the patient adapter and the tubing / bushing is a friction fit and not a solvent bond. A strong tug on the tubing or patient adapter could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the silicone tubing and adapter of the minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. The transfer set had been in use for approximately four months and was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with intraperitoneal prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.